Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent a hernia repair procedure on (B)(6) 2019 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. The other procedure is captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 07/08/2020 h6 patient code: 3191 - constipation. Additional b5 narrative: it was reported that the patient experienced recurrent hernia and constipation following the surgery.

Manufacturer narrative:
Additional b5 narrative: it was reported that the patient underwent removal surgery on (B)(6) 2019. It was reported that the patient experienced pain and discomfort.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Corrected information: d2b, d4.